Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain. The right atrial (ra) lead was found to have dislodged and the implantable cardioverter defibrillator (ICD) moved, both due to twiddler's syndrome. The lead and device were both repositioned and remain in use. No further patient complications have been reported as a result of this event.